Manufacturer narrative:
Other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
The patient reported that they were having a problem with the programmer since about a month prior to the report. The programming had gotten scrambled, and they could only use one program. They weren't sure if it was working properly. The patient could not increase stimulation on any other program. It was also noted that the device had not been helping with symptoms as well as it had been. During the call, it was determined that the stimulation was off; the device was on program 4 at 0.0v. It was indicated that the patient had turned the stimulation to 0.0v and off. They were able to turn the stimulation on during the report as well increase stimulation on all programs. The patient mentioned that they had not activated programs before they tried to increase stimulation. The patient did not feel stimulation, and therapy was indicated as off. It was indicated that the patient had turned their stimulation off before going through security at the airport around (B)(6) 2016. When stimulation was increased, the patient felt uncomfortable stimulation in the wrong location. Additional information received indicated that the therapy was better, and the manufacturer representative had helped them get to a comfortable setting. They were not sure what had led to the uncomfortable stimulation, but thought it was probably a change to programming and not using the device correctly. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.